Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Patient problem code: f24 - insufficient information. Device problem code: a050401 - fluid/blood leak.

Event description:
Mat#: 30654778. Lot#: unknown. It was reported by customer that blood leaked outside of plunger when infusing into a dialysis catheter.